Event description:
Paramedics responded to a person in cardiac arrest released three hours earlier from a hosp. The device was connected to the pt with ECG electrodes and a 4 lead pt cable. According to the reporter, the device intermittently alarmed "leads" and displayed excessive artifact. The device's leads were cycled but, according to the reporter, the device displayed a straight line and would not display the pt's rhythm. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death because the pt was not viable.